Event description:
My friend is gagging on what appears to be old silicone from aged breast implants. Plastic surgeons refuse to assist (conflict of interest with implant companies), doctors with good intentions do not know how to make a diagnosis connecting the phlegem like substance to the implants. She is so sick she can barely take care of herself. This medical issue is happening to women nationwide who can help?